Manufacturer narrative:
(B)(4).

Event description:
It was reported that right ventricular (rv) lead was explanted shortly after it was implanted. The reason was not provided. The local area field representative was contacted for additional information, however at this time no further information is available. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observation.

Event description:
It was reported that right ventricular (rv) lead was explanted shortly after it was implanted. The reason was not provided. The local area field representative was contacted for additional information, however at this time no further information is available. No additional adverse patient effects were reported..